Event description:
Event description boston scientific received initial information that this patient, with av block iii, experienced syncope and dizziness and was delivered to the hospital four days following a procedure (08 november 2006) for ablation and normal device replacement. All pacing functions and device/lead measurements were reported as good before and after the ablation procedure. During the hospital evaluation, intermittent oversensing up to five seconds and intermittent capture were observed. The physician programmed the device to doo mode at 70pbm and pacing was effective. The patient returned home at this programmed setting and was paced safely according to the physician. The patient requested that a revision procedure not occur until after 04 december 2006 and a follow-up evaluation was scheduled for that day.